Event description:
Hold for rw 2.12 it was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to oversensing noise. No changes or interventions were reported; the device will continue to be monitored. There were no patient consequences.